Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. Device not returned.

Event description:
It was reported that the pump shutdown and the pump time and date were incorrect. Customer's blood glucose (bg) was in the 500 mg/dl range and insulin injections were administered to address bg. Tandem technical support (cts) reviewed pump data and found pump shutdown due to battery depletion. Low battery alerts and alarms had occurred prior to the pump shutdown. Cause of incorrect time/date were not identified. Although multiple attempts were made by cts to obtain additional information, contact did not reply.